Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to non-physiological noise. High resolution x-rays confirmed proper device placement and no movement since implant. It does appear that the electrode exit could be susceptible to some amount of tension exiting the header. Technical services (ts) recommend not trying to program around this but rather take invasive action due to the possibility of header or electrode damage.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to non-physiological noise. High resolution x-rays confirmed proper device placement and no movement since implant. It does appear that the electrode exit could be susceptible to some amount of tension exiting the header. Technical services (ts) recommend not trying to program around this but rather take invasive action due to the possibility of header or electrode damage. The patient was brought into the clinic and the physician performed more troubleshooting with provocative movements, dynamic movements, palpating along the lead body and around the can. They were unable to elicit any noise. The physician is very reluctant to surgically intervene unless absolutely necessary. The current treatment plan is to continue to monitor for more noise. If more noise is recorded or if another inappropriate shock occurs the physician will intervene. Otherwise, if no further noise or inappropriate therapy occurs, the physician will replace the whole system once the associated device reaches elective replacement indicator (eri). The device system was explanted and returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to non-physiological noise. High resolution x-rays confirmed proper device placement and no movement since implant. It does appear that the electrode exit could be susceptible to some amount of tension exiting the header. Technical services (ts) recommend not trying to program around this but rather take invasive action due to the possibility of header or electrode damage. The patient was brought into the clinic and the physician performed more troubleshooting with provocative movements, dynamic movements, palpating along the lead body and around the can. They were unable to elicit any noise. The physician is very reluctant to surgically intervene unless absolutely necessary. The current treatment plan is to continue to monitor for more noise. If more noise is recorded or if another inappropriate shock occurs the physician will intervene. Otherwise, if no further noise or inappropriate therapy occurs, the physician will replace the whole system once the associated device reaches elective replacement indicator (eri).

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured in the area of the terminal area. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with bends in or near the s-ICD pocket region. The fractures resulted in the observed clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to non-physiological noise. High resolution x-rays confirmed proper device placement and no movement since implant. It does appear that the electrode exit could be susceptible to some amount of tension exiting the header. Technical services (ts) recommend not trying to program around this but rather take invasive action due to the possibility of header or electrode damage. The patient was brought into the clinic and the physician performed more troubleshooting with provocative movements, dynamic movements, palpating along the lead body and around the can. They were unable to elicit any noise. The physician is very reluctant to surgically intervene unless absolutely necessary. The current treatment plan is to continue to monitor for more noise. If more noise is recorded or if another inappropriate shock occurs the physician will intervene. Otherwise, if no further noise or inappropriate therapy occurs, the physician will replace the whole system once the associated device reaches elective replacement indicator (eri). The device system was explanted and returned for evaluation.